Manufacturer narrative:
Per the subsidiary's manufacturing engineering center (mec): this issue could not be duplicated. We replaced h/sat probe in (B)(4) 2013. The customer said this issue occurred after our repair.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer started the hematocrit (hct) value of the blood parameter monitor (bpm) unusually changes. The customer sued the unit in two cases and the issue occurred both cases. The actual measured hct value by bpm was 20%. Although the actual measured hct value by laboratory device was 30%. Over 10% gap was confirmed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.